Manufacturer narrative:
Two solenoids were returned for failure investigation. Both parts were connected to the test ventilator. The solenoids performed correctly. The system did not autocycle. The reported event could not be duplicated. There was no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ht70 plus ventilator auto cycled. There was no patient involvement reported. The service engineer (se) inspected the device. The se replaced the on/off valve and auto zero valve. The se performed calibrations, testing and all tests past per manual specifications at time of testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during use the ht70 plus ventilator was auto cycling. Patient harm was not reported. The field service engineer (fse) went onsite and could not duplicate the reported issue. The ventilator software was updated and the vent was said to be okay for patient use. When the ventilator was going to be prepared for use, it was discovered that the ventilator was not producing pressures. The ventilator was then sent back for inspection and the tubing was found to be disconnected. The fse performed operational verification testing (ovp) to address the issue and to clear the auto cycling, the auto zero valve was tested. The unit passed all testing and operates within the manufacturing specifications